Event description:
The customer reported that the system gave an error, then restarted, no other error. The customer reported that the unit was not in use on a patient. The customer contacted product support and reported that the system gave 3007 error, then restarted, no other error codes. The device displayed a message of "003a 6b64:0:41 source". No error codes in the log. The product support provided a link for software package for 2.30 version software. Product support discussed software download procedure. Customer will reload software and perform a full performance verification test (pvt). The customer will replace cpu pcba if problem persists. Product support requested drpta from customer. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found.